Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during an r2p case, the destination slender 149 cm was inserted into the left wrist ra. It reached the distal sfa (superficial femoral artery). Angioplasty was performed at the distal sfa and pop(popliteal). The patient was non compliant and was brought back under anesthesia. All balloons were removed and in attempting to remove the destination slender the sheath was brought from distal sfa to cfa (common femoral artery) which then the md experienced radial spasm. The md utilized nitro paste, nitro drip, and got femoral access with the sheath to get the catheter to inject nitro at subclavian. That allowed the destination slender to remove from cfa to aorta. Then spasm again. The patient had to be sent to vascular operating room for removal. A brachial cut down was performed and the sheath was safely removed. The patient was reported to be stable. Additional information was received on 12/3/18: the sheath became stuck and the proximal exterior coating separated when trying to remove. Spasms occurred with the patient, they are unsure if it was caused by the device or the patients high anxiety. The patient has severe anxiety which is believed to have caused the most severe spasm. They sedated the patient multiple times, however the drugs were not able to have an effect on the patient. The patient had to be placed under general anesthesia via an anesthesiologist.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the section and to provide the completed investigation results. One 149cm r2p sheath was returned for evaluation. No other accessories were returned. The sheath was received into two parts. Visual inspection revealed no kinks or folds in the sheath. The sheath was crimped with unknown equipment and a cut down was performed. The other damaged section showed an unraveling section that persisted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the spasms with the patient likely contributed to what was showed as an unravelling section of the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.